Event description:
It is reported that the patient is experiencing occasional posterior pain in his left thigh.

Manufacturer narrative:
This report will be amended when our investigation is complete.